Event description:
Boston scientific received information that this lead was explanted approximately two years later due to infection.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) device system presented to the emergency room approximately five days post implant with symptoms of stabbing chest pain, shortness of breath, and a sensation of being shocked. The boston scientific field representative performed a device evaluation and no tachycardia therapy shocks had been delivered, however, there was a slight decrease in right ventricular (rv) lead impedance and r-wave amplitude, as well as, no rv capture noted with pacing. A cardiac perforation was confirmed and associated with this rv lead. As the patient was hemodynamically stable, the ICD (both bradycardia and tachycardia therapy) was turned off, the patient was given morphine for pain control, and was closely monitored overnight. The next day the system was reevaluated and continued to exhibit increased rv capture thresholds. A lead revision procedure was then performed and this rv lead was repositioned. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Cuts were noted in the lead's insulation and there was blood and body fluid noted in the lead lumens due to this. Blood and body fluid were also noted in the helix housing. It was noted the tip is intact and undamaged. Resistance tests were completed to assess lead electrical performance; measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.